Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 462 mg/dl. The customer stated that she got a no delivery while trying to deliver a bolus. She changed the battery and rewound the pump, and during the prime process the no delivery alarm reoccurred. Troubleshooting was initiated for the no delivery alarm, and the customer was advised to change the reservoir and infusion set. Troubleshooting was completed, and the customer also confirmed that there was damage to the reservoir compartment. No products were returned or shipped.